Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.

Event description:
Customer initially reported tip broke while dr using to cut tissue in cyst removal. Doctor was able to retrieve broken piece. Customer reports (on (B)(6) 2013) tip of scissor broke in wound while excising a cyst on pts back. There was no harm to the pt.